Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for a single pt sample. A patient sample was tested for accu tni and a result of 0.54ng/ml was obtained initially and 0.53ng/ml upon repeat. The result was reported out of the lab. The sample was tested on a different instrument in the customer's lab and an accu tni result of 0.03ng/ml was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The specimen was type plasma, collected in a lithium heparin tube and was centrifuged at 3,000 rpm for 5 mins. Customer noted a white crystallized substance on the wash carousel that appears to be dried wash buffer. Customer has had difficulty with accu tni qc recovering within range lately. A customer technical service (cts) had customer run a system check which failed. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a diagnostic testing which failed. The fse replaced: peri-pump tubing, substrate spinner and #2 spinner as they were loosing their grip while spinning, and tubing for aspirate probe #3. The fse performed alignment in the wash carousel and pipettors. The fse verified the repair per established procedures and results met published performance specifications. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.